Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope was part of a demonstration disinfection but had an issue with the leakage test. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end and the adhesive around the light guide lens were dirty and the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was not confirmed, as the device passed the leak test. The device evaluation found the distal end and the adhesive around the light guide lens were dirty, and the forceps elevator had foreign material. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; the grip was shaved; the scope connector cover unit had corrosion due to water leakage; the image guide protector had a scratch; the cover of the light guide-bundle was damaged; the distal end was shaved; the adhesive around the objective lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. A response from olympus territory manager (tm) confirmed the customer¿s issue was detected during the disinfection process. Additionally, it was provided there was no malfunction of reprocessing accessories. There were no delays in the pre-cleaning or manual cleaning processes. The device surface was wiped during pre-cleaning. Wiping/brushing of the surface was performed during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although it was confirmed foreign material adhered to forceps elevator and adhered to light guide (lg) lens glue the foreign material was unable to be identified. Furthermore, it was confirmed there was no deviation from IFU in reprocessing steps for the area where foreign material remained. However, the cause of the foreign material adhering to the distal end is likely due to reprocessing not being conducted properly due to shaved distal end. The root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: -IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.